Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field representative investigated and found out that the dip switch of the module was not in the correct configuration likely due to an human error. Once the switch was set properly, the device was working again without further issues.

Event description:
Livanova (B)(4) received a report that a communication error message was displayed on a centrifugal pump console during the preliminary checkup. When the sensor module was replaced with another module, the display showed up normally. There was no patient involvement.